Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump did not deliver insulin ¿unless tubing was completely straight.¿ the infusion set and cartridge was changed multiple times to resolve the issue. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy and declined to provide any additional information.